Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead experienced a syncopal episode. Technical services (ts) was consulted and noted undersensing, which resulted in the rhythm remaining below the rate cutoff (rco) criteria required for therapy delivery. Ts provided troubleshooting recommendations and advised consideration of rv lead revision to optimize sensing performance. This ICD and rv lead remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.